Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received numerous inappropriate shocks for supraventricular tachycardia (svt) which exhausted therapy. No adverse patient effects were reported.

Manufacturer narrative:
The ventricular tachycardia (vt) rate cutoff will be reprogrammed to mitigate the inappropriate shocks. Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.